Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A treatment provider reported a patient who was treated to the bilateral lower abdomen using the cooladvantage fit applicator and has presented with enlargement and a bulge that was not previously there. The patient has lost weight. The provider believes it is possibly paradoxical hyperplasia.

Event description:
Received a report from a treatment provider,which informed they had a patient that was treated with coolsculpting and may have be experiencing pah post coolsculpting.

Manufacturer narrative:
Additional, changed, and/or corrected data. Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral lower abdomen using cooladvantage system coolfit applicators, who may have developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Paradoxical hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.